Event description:
A reliant balloon was used in a pt as an accessory product during the implantation of a thoracic stent graft not approved in the united states. Aneurysm morphology was not reported. Vessels were non-tortuous and non-calcified. It was reported that a main body thoracic stent graft and an extension stent graft were implanted supra-celiac in the pt. There was some contrast in the aneurysm sac after the final angiogram, so the physicians decided to balloon the connection of the stent grafts and the distal end of the extension. First, the balloon was inflated at the proximal end of the extension and then deflated. The balloon was then inflated again at the proximal end of the extension before intending to pull the catheter back to the distal end. After waiting 1 to 2 seconds and just beginning to deflate the balloon, the balloon burst. There had been 16 to 17 cc of contrast inside the balloon at the time the balloon burst. The balloon was not inflated at the distal end of the graft. The contrast seen inside the aneurysm sac may have been due to a type ii endoleak, and the procedure was ended. No clinical sequelae were reported, and the pt is fine. The device has been rec'd by medtronic, and the analysis is pending.

Manufacturer narrative:
(B)(4): eval results and conclusions: balloon rupture. Balloon.